Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the programmer functioned as required without going into emergency mode. The emergency switch assembly was replaced as a preventive measure. It was noted that the stylus was missing. (B)(4).

Event description:
It was reported that the during a session the programmer went to "emergency mode" without the emergency button being pressed. The rate went to 70 beats-per-minute and the vvi mode with maximum "close to maximum" outputs. The patient was symptomatic, the magnet was removed and a new programmer session was started. The programmer was returned for service. No patient complications have been reported as a result of this event.